Event description:
Device malfunction: difficult to deploy-thumb advancer, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. When the device was removed, bleeding continued and it was noted that the distal tip of the delivery tube was damaged. It was believed that it was not possible "to close the access site with the clip because the clip was probably stuck between the delivery tube and the flex-guide." Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Incorrect use of device - against resistance. The instructions for use (IFU) for the starclose se device state, "closure procedure, step #7. Do not advance the thumb advancer against excessive resistance."